Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
On (B)(6) 2018, (B)(6), allergan, customer service representative received an email from (B)(6), a staff member at (B)(6) reporting a patient with a atypical course. She mentions result in the first month and 3,5 months post treatment. Pain in abdomen in the treatment area. A physical examination was done and no signs of other medical causes of pain of her abdomen. During this period the patient also mentioned enlargement of the abdomen. Saadia provided before and after photos and treatment plan.

Event description:
On (B)(6) 2018, (B)(6), allergan, customer service representative received an email from (B)(6), a staff member at cs centers nederland bv reporting a patient with a atypical course. She mentions result in the first month and 3,5 months post treatment. Pain in abdomen in the treatment area. A physical examination was done and no signs of other medical causes of pain of her abdomen. During this period the patient also mentioned enlargement of the abdomen. (B)(6) provided before and after photos and treatment plan.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.